Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing, insufficient cleaning (handling problems). The following information is stated in the instructions for use (IFU): ¿·operation manual_ preparation and inspection_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. · inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function IFU states on reprocessing of a/w nozzle and channel as follows. ·reprocessing manual_ precleaning the endoscope and accessories -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories -flush the air/water channel with detergent solution - remove detergent solution from all channels ·presoaking the endoscope¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device had clogged channels. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the air/water system was not working, due to the nozzle was clogged with foreign material. This report is being submitted for the foreign material found by service during the device evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation, service found the rubber adhesive was deteriorated, separated, and had discoloration. The angulation system was out of specification due to stretching of the angle wires. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.